Event description:
Customer reported, intermittent stator not on error and joystick stuck error. No patient or staff were injured do to the intermittent errors.

Manufacturer narrative:
Gehc service personnel erased program files and reload calibration files. Performed functional test, system is working as intended. Unit returned to service.